Manufacturer narrative:
Qn#:(B)(4).

Event description:
It was reported that an io was being placed into the right proximal tibia of a patient who was experiencing continual resuscitation. The driver lost power during insertion. A second attempt was performed. There was a delay in treatment with no patient death reported. Reanimation was required.